Manufacturer narrative:
This complaint is still under investigation. We will notify the FDA of the results of this investigation once it has depuy been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The attune shims have been eroded to the point where the surgeon noticed and the pieces of the shim were falling off.

Manufacturer narrative:
Examination of the returned device confirmed the reported event of breakage. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.